Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the entire length of the sds and crystallized contrast in the balloon and inflation lumen. This is consistent with product preparation and advancement of the sds into the body. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The tip length was measured and met manufacturing criteria. It was confirmed that the stent implant was dislodged from the balloon and was returned loose on the distal shaft. There were crimp marks on the balloon; however, due to the thick crystallized contrast the balloon markers were unable to be located. The stent implant outer diameters were measured and met manufacturing criteria. The balloon was loosely folded, which would be expected after the stent dislodged. Stent dislodgement can be influenced by many factors, including, butis not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the stent implant became disrupted on the balloon as it interacted with the anatomy, then during further advancement, the stent dislodged proximally onto the distal shaft. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Additionally, there were stretched and overlapping struts in the distal end of the stent implant. This damage was not observed during product inspection prior to use and thus, likely occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent dislodgment, and subsequent stent damage is likely related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the rx xience v failed to cross the lesion and the stent dislodged from the balloon onto the shaft of the delivery system. There was no reported patient effect. There was no additional information provided.